Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and battery power low. Customer stated that the insulin pump was able to clear the alarm and did not received request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring= black. Case type= ngp. On august 31, 2022 customer called in with the following concern: customer received error 53 followed by battery power low power alarm. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device .device passed displacement test, self test, active and sleep measurement current. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Device received with normal operating currents. The adapt tool reveals that software error detected was recorded on june 30, 2022, july 23, /2022, august 09, 2022, august 18, 2022 and on august 31, 2022. During download review, software error detected 3 alarm confirm in (adapt). File ID=9640 0 0 line ID=8192 0 0. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that software error detected was cause due to bum failure. Problem isolated to electronic assemblies. Device also received with cracked keypad at select button and scratched case. In conclusion no unexpected battery anomalies noted during testing. However, software error detected was confirmed in download history files. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.